Event description:
It was reported to boston scientific corporation in 2005 that a low profile gastrostomy device was used during a balloon replacement procedure (patient age, gender and weight are unknown). According to the complainant, four days after placement, the balloon ruptured. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Functional evaluation of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. It cannot be determined conclusively how the balloon tore. The tear in the balloon was not along the seam or around its collar, both of which would be indicative of a manufacturing defect. It is possible that the balloon was over-inflated or came into contact with a sharp or abrasive material. The device manufacture date and expiration date are unknown.